Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported misassembled during manufacturing/shipping was unable to be confirmed; however, the stent was noted to be dislocated on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the protective sheath was removed without resistance from the 2.5 x 33 mm xience alpine, the stent implant was noted to be shifted distally. The stent edges were not on the markers and had moved distally. However, it was unknown if the stent was loose or tightly crimped as the stent was not touched and the device was not used. A new 2.5 x 33 mm xience alpine was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.